Event description:
It was reported that there was out of range impedance on the right ventricular lead in regards to the svc portion of the lead. Upon investigation it was noted this may be caused by poor connection or a fracture. It was recommended the svc portion of the rv lead be disabled. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.